Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, no sample device was returned. Therefore, the root cause of this event could not be conclusively determined. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Event description:
As reported, an unknown number of aortic valves were explanted due to regurgitation and stenosis. The implant duration is not known. Based on the conversation with health-care provider (hcp), he had to explant a number of magna ease valves sooner that he would have expected. Per hcp, patients started to demonstrate symptoms of stenosis and valvular problems; there were no deaths reported. None of the valves were kept for evaluation. No other details reported.